Manufacturer narrative:
Evaluation summary: the glaucoma filtration device received for investigation was detached from the delivery system. The delivery system wire was found to be fully depressed and it did not protrude from the delivery system cannula. Therefore, the complaint could not be confirmed. The root cause cannot be conclusively determined, as no problem found with the delivery system. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a glaucoma filtration device (gfd) implant procedure, after insertion, the gfd would not release from the delivery system. The procedure was completed with another device. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).